Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with dark chocolate candies. The customer also reported sensor glucose value of 124 mg/dl. The customer declined to troubleshoot for low readings. The product was not returned for analysis.